Event description:
It was reported that ongoing low¿s occurred. Blood glucose level was not provided. Reportedly, the customer required assistance and for one event was involved in a car accident. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.